Manufacturer narrative:
A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual chapter 6 troubleshooting states the following: 710 z1-axis error an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported issue was due a bent sample needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 710 z1-axis error on their g8 instrument. The customer indicated that the sample needle assembly is bent. The technical support specialist (tss) sent a replacement sample needle to the customer overnight. The customer received the replacement needle and replaced it. Instrument is functioning as intended. The reported event resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.